Event description:
It was reported that (2) devices were used during an unkn0wn procedure. It was reported by the affiliate that the tim20 instruments are difficult to close. There was no consequence to the patient.